Event description:
It was reported that during the implant attempt, the lead exhibited high impedance while in bipolar configuration. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled, and the outer insulation was breached cut. There was a tip seal observation and tissue was noted on the helix. The lead appeared to have been stretched and damaged at implant. The set screw marks are too proximal indicating that the lead was not correctly inserted into the device. This may have contributed to the reported high impedance. The lead has been stretched so the inner tubing buckled and prevents the helix from extending and retracting.